Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called and reported that they experienced a high blood glucose of over 600 mg/dl at the time of the incident. The customer did not mention how they treated or any symptoms. The customer was wearing the insulin pump during the incident. The customer declined to continue troubleshooting for possible causes of high blood glucose. The customer also reported multiple other high and low blood glucose events in (B)(6) 2020. The insulin pump will be returned for analysis.